Event description:
(Drug/diluent: ropivacaine 0.2%), (fill volume: 400 ml and flow rate: 6 ml/hr), (procedure: shoulder surgery and cathplace: unk). A fast flow was reported by a pt approx 16 hours after start of infusion. Pump was placed at approx 1 pm. The pt had pressed the bolus a couple of times, and on approx the third time, the button stuck down. Pt did not know for how long, but sometime during dinner the button popped back up. Pt went to bed, and the next morning, the pump was empty. No adverse event occurred. Pt retaining device. Date of event: around (B)(6) 2011. Per dfu: labeled fill volume: 400 ml, maximum fill volume: 550 ml, saf flow rate: 2, 4, 6, 8, 10, 12, 14 ml/hr. The infusion rate is 66.6 hours when filled to the labeled volume and flow rate.

Manufacturer narrative:
Method: no sample received for eval and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. The directions for use (dfu) (pn 1306085, rev. B) states: warning: if the button does not pop back up within 30 minutes, check position of orange refill indicator. If indicator is in the lowermost position, close clamp. If button pops back up within 10 minutes, open clamp and continue with infusion. If button remains stuck, it may result in a significant increase in flow rate to pt. Keep clamp closed. Pump should be replaced if appropriate. If indicator remains in the uppermost position, something may be impeding the flow. Check for tubing kinks, closed clamp or patency of connected devices such as catheter or unvented filter (verify patency) according to your standard protocol." Results: pt retaining device. Without the actual product, a complete analysis cannot be conducted. If add'l info pertinent to this complaint or the sample is received, a f/u will be filed.